Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported to the distributor on (B)(6) 2014 that he started getting an irritation 10 days before. The patient reported that the area was infected and that the doctor put him on anti-biotics (tetracycline) and had the infection drained. The patient reported that his doctor said he should have it surgically lanced. There was no alleged device malfunction. During a follow-up on (B)(6) 2014, the patient reported that the irritation was improving and that he was having it drained again the following monday. The final medical outcome of the irritation is unknown.